Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Visual evaluation: device photograph(s) for the device related to the reported event of rupture and granuloma requested on may 21, 2024. Whit lot number 2636818 and catalog 115-290. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma

Event description:
Healthcare professional reported left side rupture. Additionally, "asymmetric decreased size and dirty internal echogenicity of lt. Augmentation bag with dirty hypoechogenicity 2.7mm, 3.4mm, 4.3mm", "hypoechoic nodules in lt. 2-3, anterior to bag under pectoralis muscle" and "extravasation of augmentation material with foreign body granuloma-lt. Breast (under pectoralis muscle layer)" were reported. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). ¿ granuloma: unable to observe. ¿ lump/nodule: unable to observe. As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Additionally, "asymmetric decreased size and dirty internal echogenicity of lt. Augmentation bag with dirty hypoechogenicity 2.7mm, 3.4mm, 4.3mm", "hypoechoic nodules in lt. 2-3, anterior to bag under pectoralis muscle" and "extravasation of augmentation material with foreign body granuloma-lt. Breast (under pectoralis muscle layer)" were reported. Device was explanted and replaced.